Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the event could not be reproduced, however it was confirmed that the scope connector had been flooded which may caused the e315 error. The root cause for the flooding could not be determined. The event can be detected and/or prevented by following the instructions described in the instruction manual (operation) as follows: [3.8 inspection of function in combination with related equipment] inspection of endoscopic images check that normal light observation images and nbi observation images are displayed normally. 1. Observe the palm, etc. Using normal light observation images or nbi observation images. 2. Confirm that the illumination light is emitted. 3. Normal light observation image and 4. Operate the angle knob of the endoscope to bend the curved part. 5. Confirm that normal light observation images and nbi observation images do not disappear for a moment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message. The error message was displayed when preparing the scope for use in a diagnostic lower endoscopy procedure. The scope was replaced to complete the procedure. The procedure was delayed a few minutes to exchange the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and no error message was displayed. Evaluation did find the play of the up/down knob was out of standard value due to wear of the angle wire, the image guide protector was cut, the suction cylinder was shaved, the scope connector was dirty due to water leakage, the water removal ability did not meet the standard value due to clogging of the nozzle, the bending section cover adhesive was chipped, the control plate was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.